Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported, approximately one month after implant, that the implantable cardiac monitor (icm) patient experienced an infection and the device "got out on its own". The icm is no longer in use. No patient complications have been reported as a result of this event.